Manufacturer narrative:
Results: evaluating the sample provided by the customer, it is clear that the safety mechanism cracked, confirming the defect in question. The potential cause for the occurrence is a jam on feeder and bent system at packaging machine. That jam is inherent to the manufacturing process. The defect identified from this complaint will be monitored for trend evaluation. During the batch production there were no records of occurrences are related to this defect are observed, however after the analysis of the sample it is possible confirm safety mechanism broke. Conclusion: based on this evaluation the potential cause for the occurrence is a jam on feeder and bent system at packaging machine.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety mechanism of the bd solomed¿ syringe without needle was found to be broken while still in the package. There was no report of injury or medical intervention.